Event description:
Caller reported a temperature alarm but did not manage to clear it and resume insulin delivery, resulting in the need for a replacement pump. The caller confirmed that their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse effect on their blood glucose level. Technical support arranged to send a new replacement pump, advised the caller on necessary steps to take, and instructed them to return the faulty pump using the provided pre-paid label. They also confirmed the caller's shipping address and the customer's compliance with returning the pump as instructed.